Event description:
The catheter broke during a power injection. The break was outside the body close to the proximal end (strain relief) of the catheter. There were no adverse effects to the patient reported.